Event description:
Reporting status: death. Reporting rationale: cardiac arrest requiring medical intervention, subsequently, the pt expired. Device issue: no device malfunction has been reported. It was reported that the pt presented with stemi. The promus stent was deployed in the cx. During the procedure, the lad shut down, angioplasty was performed successfully to the lad; the pt coded during the procedure and was shocked, the result of the procedure was satisfactory. A week later, the pt presented to a different hospital and passed away, cause of death is not known. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Death, is listed in the promus instructions for use is a known risk associated with coronary stenting and is not necessarily an indication of a prod qual issue. As there was no reported device malfunction, there does not appear to be any indications of a prod quality problem. In this case, it is likely that the death is a secondary effect of the cardiac arrest. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any cannot be determined.